Event description:
It was reported that after performing dilatation via multiple inflations up to 26 atmospheres, using a 3.0x8 non-abbott balloon dilatation catheter, a 3.0x38 rx xience prime stent delivery system (sds) was advanced onto a balance middleweight universal ii guide wire, into a non-abbott guiding catheter, and toward a heavily calcified, 90% stenosed, de novo lesion in the proximal left anterior descending to first diagonal coronary vessel area, the rx xience prime was unable to cross the lesion. Excessive force was applied and the rx xience prime hypotube subsequently kinked, then separated, with the separation site located outside of the anatomy. The xience prime was withdrawn from the anatomy without resistance. A non-abbott atherectomy device was used to treat the vessel, followed by successful placement of a new 3.0x38 rx xience prime. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, guide catheter: ebu 4 6f. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely the application of force bent/kinked the shaft, which weakened the material and contributed to the shaft separation/detachment. The distal shaft likely became wrinkled as a result of mishandling when force was applied as resistance was met. Based on the information reviewed, there is no indication of a product deficiency.